Manufacturer narrative:
Batch review performed on 12-sep-2024: lot 2342358: 90 items manufactured and released on 21-dec-2023. Expiration date: 2028-12-10. No anomalies found related to the problem. To date, 72 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 weeks after primary, the patient came in reporting pain due a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the liner and the surgery was completed successfully.